Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:59:08. During night drain cycle four, the patient's ultrafiltration reading was 1383ml, indicating the home patient (hp) drained 1383ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was determined to be one or more cycles were advanced to the next fill by the patient when the drain was slow or not flowing above the minimum drain volume threshold.